Event description:
Reported 1 false negative result for one symptomatic patient. The patient was tested the first day of symptom onset and was swabbed the same day for pcr testing. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer did not provide additional information.

Manufacturer narrative:
Investigation conclusion: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.